Event description:
During procedure in (B) (6) 2007, a stent was advanced up between the left posterior cerebral artery and the distal half of the basilar artery. However, during deployment, the stent pulled back and prematurely deployed predominantly in the basilar artery with its tip inside the basilar tip aneurysm. The physician continued to coil the aneurysm, and successfully deployed five coils without difficulty. Follow-up cerebral angiography approximately six months post-procedure, demonstrated recurrence of the basilar tip aneurysm. In (B) (6) 2008, the pt returned for recurrent basilar tip aneurysm treatment. The recurrent site of the aneurysm was recoiled with four coils without event. The pt is reported to be in stable condition.

Manufacturer narrative:
There was no report of any device malfunction or nonconformance related to the use of these devices in the index procedure.